Event description:
I used welly bandages to cover mosquito bites so I wouldn't scratch them. When I tried to remove the bandages, it was very difficult. It left red raised welts where the bandages were. Four days later, I can still see the outline of the bandages. The skin is raw. I went to the doctor and was prescribed prednisone.